Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
Pt receiving meropenum, line running at 1ml/hr 0.5 nacl with hep, meropenum administered at 1340 pump rang occluded at 1400. PICC rn unable to flush line and aspirate. PICC line removed. Rn did not flush through line after removal so line could be inspected.